Manufacturer narrative:
(B)(6). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant product: myostar model# 121119s, lot # 15876654m. (B)(4).

Event description:
It was reported that a patient, (B)(6) , female, underwent a procedure with a nogastar, suffered a cardiac tamponade, due to left ventricle perforation which required surgical intervention and extended hospitalization. The adverse event occurred during the catheter was placing for stem cell injections at borderline of scar and healthy tissue. The physician did not determine a specific reason for this event since the procedure was routine before the patient became symptomatic. The patient was reported to be in stable condition. No product malfunctions have been confirmed related to this patient injury.

Manufacturer narrative:
(B)(4) it was reported that the patient was having noga mapping and stem cell injection. The patient had a pericardial effusion and tamponade that required surgical repair. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event reported, a deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was tested for electrical performance, and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.